Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - surgeon was attaching the two piece drill guide to the baseplate and was not able to because the tip of the screw broke off in the baseplate. When he was putting on the glenosphere he was unable to put in the set screw because of the metal piece. Everything finished with no issue.

Manufacturer narrative:
The reason for this complaint was reported as accidental rough handling by surgical personnel. The possible time in service for baseplate is 2 years and 3 months from manufactured date. This event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The device was returned to manufacturer and evaluated by registered medical assistant (RMA) djo surgical. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of this instrument. Complaint database review shows three prior complaints filed against the instruments item number that reports a similar failure. Those are 3 broke/cracked/damaged. However, the customer complaint history of the reported device showed no present trends or on-going issues that are needing review. The most likely root cause of this complaint was accidental rough handling by surgical personnel. It's possible that the surgeon applied excessive torque with a hex driver while assembling the drill guide's thumb screw into the rsp baseplate, thus subjecting it to more torque than recommended. Additionally, if the surgeon had aligned the thumb screw with the baseplate at an incorrect angle, this too could've caused cross-threading to occur, putting more strain on the drill guide's thumb screw. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the instrument was returned to djo, however, the part number listed on the pc form does not match the RMA that was returned to djo. After examining the special, shortened rsp baseplate drill_screw guide, the tip of the thumb screw is broken off. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Manufacturer narrative: additional reporting on this event will be provided as a supplemental report to this document if it becomes available.